Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was feeling discomfort and experienced muscle stimulation. The ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced. The patient's condition was fine during and post procedure.